Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient and their spouse reported an alarm occurred "several months ago" that prompted performing a system controller exchange at home. Upon interrogation, it appeared the alarm indicated to exchange the emergency backup battery (ebb). Log files revealed a backup battery fault alarm on (B)(6) 2024 at 7:14:22 that was due to a failed load test. The system controller was then disconnected on (B)(6) 2024 at 9:27:58.

Manufacturer narrative:
Voluntary medwatch report #(B)(4) was received on 13mar2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed by review of the submitted log file. The log file contained information spanning approximately 7 days of patient use (11feb2024 to 18feb2024 per timestamp). A backup battery fault alarm was activated at 7:14:22 on 17feb2024 due to the backup battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained within the expected speed range while the driveline was connected. The driveline was disconnected at 9:27 on 28feb2024, which is consistent with the reported controller exchange. The backup battery fault alarm stayed active until the controller was shut down. The exchanged heartmate 3 system controller (serial number: (B)(6)) was not returned to abbott for analysis. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The submitted log file indicated that backup battery (B)(6) was in use at the time of log file collection; this battery was observed to pass initial testing. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.